Event description:
On 8/18/2023 (B)(6), employee of intuvie, received a call from (B)(6), infusion nurse of (B)(6) cancer specialists - (B)(6), and the following support call notes were "documented": pt's nurse, (B)(6), from (B)(6) called to say patient came in to clinic with pump alarming with "system error" alert. Pt was on 46h infusion that started yesterday, per report. Advised clinician to shut down current pump and place a new pump on to complete infusion. Nurse (B)(6) voiced understanding. I also asked (B)(6) to hold the reported pump aside for intuvie. Current vtbi: @60ml. Length of infusion: 46h. No further details provided. Infusion took place at home. Patient involved. No patient harmed. Device to be returned. On 8/21/2023 infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested.